Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2 implantable collamer lens of -13.5/1.0/170 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged with a shorter length lens due to refractive surprise. The problem resolved. The cause of the event was reported as unknown.